Event description:
During drainage with a subdural catheter a break was noted at the junction of the catheter and the reservoir. The reservoir was discarded, and a new one was connected to the catheter. No pt impact was reported. The sales rep met the nurse who encountered the problem in february 2004; the breakage occurred at the level of the reservoir drainage port used to empty the reservoir, when the reservoir was being emptied. The user uses a syringe to aspirate and measure exactly the drained volume. Note: this hospital staff is used to the device (used around twice per week).